Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The jaws opened without any issues post-firing. A review of logs showed no failures. No damage was found. There was no problem detected. No image or procedure video was provided for review. A review of the instrument logs for stapler sureform 60 (part# 480460-09 / lot# l91220201 / sequence # 0154) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial (B)(4) with 10 uses remaining. Based on this review, the instrument was confirmed used during the alleged event reported in this record and it was not used in subsequent procedure(s) after the alleged event reported in this record. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler instrument would not open the jaw post-stapler fire. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However; no further details have been received as of the date of this report.